Event description:
It was reported that a unspecified bd¿ edta tube had unexpected level of dht after use

Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical services contacted the customer and discovered that the edta tube was a vacuette tube from greiner. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: in the previously submitted MDR, sections were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that a unspecified bd¿ edta tube had unexpected level of dht after use

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ edta tube had unexpected level of dht after use